Manufacturer narrative:
Additional information: d9, g2, g3, h3. The device was returned nested in the thermoform packaging tray with the trocar tip taped on a surgical gauze, and no stents were returned. The device evaluation was completed, and the trocar was found broken. This finding may have occurred during the surgical procedure, likely during the deployment of the second stent. No other non-conformances related to the reported event were found. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily bias trocar during the deployment of the second stent. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: b5, g2, g3. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Per report, the surgeon believes that stress on the trocar during the procedure contributed to the event. Reportedly, there was no adverse patient impact.

Event description:
It was reported that during a trabecular microbypass stent system procedure, the surgeon experienced difficulty implanting the stents, and the trocar tip broke off. Per report, both stents were successfully implanted without the trocar tip, and the procedure was completed with no adverse patient impact. The report noted that the trocar fragment was located outside of the patient's eye near the incision site, and was retrieved. The report also noted that surgical technique was a large contributing factor to the trocar fragmentation. Additional information has been requested.

Manufacturer narrative:
Additional information: a6: race noted as japanese. The device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).